Manufacturer narrative:
This report is submitted on june 14, 2021.

Manufacturer narrative:
This report has been submitted on april 01, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.